Manufacturer narrative:
User facility personnel stated that when an operator removed a wet load from the sterilizer, she felt a "tingle" on her finger. No medical treatment was sought or administered. A steris service technician arrived on site, inspected the unit, and confirmed the unit to be operating according to specification. The technician was not able to duplicate the reported event. No repairs were made to the v-pro max sterilizer. The technician inspected the cycle printout for the load subject of the reported event and confirmed the cycle completed successfully. He also noted a "load test repeated" message printed on the cycle tape. The "load test repeated" message occurred due to instruments not being properly dried before being placed into the packs. The operator manual states (2-2), "failure to thoroughly clean and dry articles to be sterilized could result in an ineffective sterilize cycle." The technician counseled the user facility on proper ppe usage. The investigation confirmed that the employee involved with the reported event was not wearing the correct ppe. The operating manual states on page on page 6-14 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." And "steris recommends wearing chemical-resistant gloves when using the sterilization unit." No additional issues have been reported with the sterilizer.

Event description:
The user facility reported that hydrogen peroxide remained on instrument packs after a completed v-pro max sterilization cycle. No injury, procedural delay, or cancellation was reported.